Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The fse replaced the broken pim (0997-00-1178) and ran functional test. Unit calibrated and passed all functional and safety tests per factory specifications.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was found to have broken pim. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.